Event description:
It was reported that the device would not generate a complete charge. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be a shorted capacitor and transistor on the therapy board pcb assembly. After replacing the therapy board pcb assembly, proper operation was confirmed and the device was returned to the customer.